Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it had water damage. Therefore, the reported condition was confirmed. It was determined that the device showed signs of damage indicative of damage caused by immersion during cleaning which was failure to follow the directions for use. The assignable root cause was determined to be due to user error or abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device had water damage. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.